Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 180 mg/dl and large ketones. Cause of bg level and ketones was unknown. Bg was treated with intravenous fluids. Reportedly, customer left the ER the same day, however customer was not in stable condition (bg 183 mg/dl). Healthcare provider indicated no other treatment would resolve issue, and advised customer to stay hydrated.